Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating model ec-3890fi/a110048 was found to be contaminated during a hygiene inspection initiated by the ambulatory health association. Sampling performed on (B)(6) 2017 on the biopsy channel, water channel and distal end, after reprocessing, detected pseudomonas aeruginosa contamination. The device was returned to pentax (B)(4). The device was reprocessed and sampled on (B)(6) 2017. The report indicated results of the sampling detected bacterial counts (>200 cfu) of pseudomonas aeruginosa and enterobacter cloaceae in all sampled channels. 16 cfu of acinetobacter johnsonii was detected in a smear collected from the proximal access air/water/suction channel. The device was reprocessed and sampled a second time on (B)(6) 2017. The report indicated 4cfu serratia marcescens detected in the instrument channel.